Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot 0012783304 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed; the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. X-ray imaging revealed that the difficulty in extending the guidewire lumen was caused by entangled electrode wires. These wires were observed to be entangled approximately 0.5 inch from the tip within the shaft. After extracting the electrical wires, the sliding function was restored without any difficulty. In conclusion, the loop catheter f ailed the returned product inspection due to entangled electrode wires observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was difficulty straightening the array with the slider for removal and re-preparation. The physician noted it was hard to completely straighten the array with the slider to get it back into the sheath for removal. After removal from the body, the scrub technician pulled the slider back to make the tip of the catheter return to an array to flush and re-prep the catheter. When attempting to straighten the array to get the slider cone over the end, it would not straighten, and a new catheter was used which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.